Manufacturer narrative:
Medwatch submitted to the FDA on 10/11/2016. Device has been confirmed as available for return, but has not yet been received. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Further information from the reporter regarding event and product details has been requested. No additional information is available at this time. Device labeling addresses the reported events as follows: "potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture." "Breast implants are not lifetime devices." "The following things may cause implants to rupture: damage by surgical instruments, stressing the implant during implantation and weakening it, folding or wrinkling of the implant shell, excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated), trauma, compression during mammographic imaging, and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of rupture for allergan¿s product. It is not conclusively known whether these tests have identified all causes of rupture. Laboratory studies to identify any additional causes of rupture are ongoing." "There have been several studies published that examined the risk of other types of cancers, e.g., thyroid cancers, urinary system cancers, sarcoma, endocrine cancer, connective tissue cancer, cancer of the eye, and unspecified cancers in women with breast implants. All of those studies found no increased risk in women with breast implants." Review of the device history records (DHR) did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR review assembly report was verified and there was not any scrap related with reported event, all devices were conformance during manufacturing process. In addition, DHR for shell runs did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. The pre processing test concluded the report showed that all shell break, shell ultimate elongation and tensile set results met the acceptance requirements for finish. According to the information gathered during the DHR review, there is enough evidence to support the device was assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications.

Event description:
Physician reports suspicion of a rupture of the right side device. MRI examination noted rupture of the device. The ruptured device was removed and replaced. Healthcare professional reported patient having "z.n. Non hodgkin lymphom."

Manufacturer narrative:
Device analysis summary: the device related to the reported events was received. Visual analysis of the returned device identified: yellow particles, an opening, and crease flat. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Wear abrasion and discoloration of the shell was noted at the thinner surface. The device was weighed and confirmed to be 493.3 grams. Based on the device analysis the final assessment is a sharp opening on the posterior side due to an unidentified (tear) opening.

Event description:
Physician reports suspicion of a rupture of the right side device. MRI examination noted rupture of the device. The ruptured device was removed and replaced. Healthcare professional reported patient having "z.n. Non hodgkin lymphoma."